Event description:
It was reported that: while ventilating a pt with a tidal volume set for 300 ml, the unit would function correctly initially, but then drop off to as low as 15 cc tidal volume. The user plugged the circuit and could not build up any pressure and no high pressure alarm was noted. However, he did note a leak message was posted in the advisory. The pt was ventilated with an ambu bag and then switched to another ventilator.